Event description:
According to the reporter: the customer opened new sterile package and grasped and then the joint and the distal end of the shaft of the instrument broke. The customer changed to a new sterile package.

Manufacturer narrative:
(B)(4).